Event description:
It was reported that while the patient was still in the hospital post implant, the patient felt "spasms" in their side that were strong and painful. Follow up with the physician's office indicated that the patient had diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.